Manufacturer narrative:
Films review summary: the exact type and cause of endoleak leading to the ruptured taa could not be determined from the films provided. It is possible that the endoleak observed was a type iii fabric endoleak; however, no clear cause of a fabric tear could be seen in the returned films. The endoleak appeared to occur just below the junctional overlap, but no stent graft angulation or any obvious stent graft issues were seen near this endoleak location. A type iii junctional endoleak cannot be ruled out potentially due to lack of component diameter oversizing, but there appeared to be adequate component overlap of 5cm. A distal type ib endoleak can also not be ruled out. There was a short distal landing zone at implant (17mm), the distal (bare spring) device was implanted with the covered fabric ~1cm above the celiac artery, and there was a potential for continued disease progression. It is possible that relining the stent graft, which also extended the distal seal down to near the level of the celiac, may have resolved a potential distal type I endoleak which may not have been clearly evident on the CT¿s or angiograms. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: vamc3434c100tu, serial/lot (B)(4), ubd: 02-mar-2017, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 96 mm saccular thoracic aortic aneurysm. It was reported that the patient had presented emergently approximately 3 years post index procedure and CT showed hemothorax and a large pleural effusion but no evidence of endoleak. A thoracocentesis was performed and 1 litre of bloody fluid was removed from the left chest. An aortic angiogram was then performed, which showed a clear endoleak. The physician noted that the endoleak is believed to be a type iii (subtype unknown) and that an aortic rupture had also occurred. Intervention was performed with the implantation of a 36x150 valiant stent graft landing 2 cm proximal to the proximal indwelling stent graft and just distal to the lowest indwelling stent graft. The entire stent graft was ballooned with a reliant balloon and final angiogram showed the endoleak was resolved. The patient recovered well post-surgery. As per the physician, the cause of the event was due to a type iii endoleak. No additional clinical sequelae were reported and the patient is fine.